Event description:
While attempting to place a left axillary arterial line, provider was attempting to remove the wire that an arterial line kit came with and met resistance. Took 2 providers to be able to remove the wire. Pressure was applied to the site for greater than 2 minutes and bandage was applied. When evaluating the wire, they noted that the wire unraveled within the patient.